Manufacturer narrative:
Complaint evaluation details from (B)(6): s/n (B)(4) - the lens was ejected out from the injector tip. The lens was divided into two pieces. The slider and the rod could advance fully. Trace of lubricant was found inside the injector tip. (B)(4).

Event description:
It was reported that the lens cracked as the lens was moving through the inserter during implantation. The incision was enlarged to remove the lens. Another model lens was then implanted.

Manufacturer narrative:
Regarding this report, hoya device has not yet been returned. (B)(4).

Event description:
It was reported that the lens cracked as the lens was moving through the inserter during implantation. The incision was enlarged to remove the lens. Another model lens was then implanted.